Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unusual noises different from the normal rewind noises and user had to rewind more than once and rewind was slower. Customer reported unexplained and random no delivery alarm very often. Customer stated they had changed the infusion but error did not stop. Customer stated some batteries were lasting less than 7 days and insulin pump had damage to the casing also had cracks and hairline fractures on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.